Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, before deployment of a 23mm sapien 3 valve in the aortic position via transfemoral approach, blood was observed in the system and a leakage in the delivery system was perceived. The valve and delivery system were removed without issues. There was no injury to the patient. A second valve and delivery system was prepared and the valve was successfully implanted.

Manufacturer narrative:
The device was not returned for evaluation. No photographs, videos, or imagery were available for review. A device history review and a lot history review were unable to be performed due to the lot number could not be obtained. No instruction for use (IFU) or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Due to the unavailability of the device or any relevant imagery, the complaint for ¿delivery system ¿ leakage¿ was unable to be confirmed. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. Because there was no mention of difficulties during device preparation, leakage in the system likely occurred after inserting the delivery system in the patient from the following scenarios:  pinhole in balloon: excessive manipulation of the delivery system in tortuous or calcified regions of the anatomy, which the patient was noted to have, could have resulted in a pinhole in the balloon. For example, attempting valve alignment in tortuous anatomy could have caused the valve to become non-coaxial with the flex tip, allowing the struts to dig into and puncture the balloon. Alternatively, a pinhole could have been created if the balloon material came into contact with calcification in the access vessel or annular region.  Balloon tear in I/c bond: presence of high alignment forces are a potential root cause for the separation of the crimp balloon material proximal to the inflation balloon. Attempting valve alignment in tortuous anatomy can lead to increased alignment forces. Performing valve alignment at a bend or angle in tortuous anatomy can also cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, resulting in even higher alignment forces. Increased alignment forces can lead to a separation of the balloon at the I/c bond. A definite root cause is unable to be determined at this time, but based on given information, patient/procedural factors may have contributed to the complaint event. Due to the unavailability of the device or any relevant imagery, the complaint ¿delivery system ¿ leakage¿ was unable to be confirmed. Since applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. However, available information suggests that patient/procedural factors may have contributed to the reported event. No labeling or IFU inadequacies were identified. The occurrence rate exceeded the march 2018 control limits for the trend category ¿leakage¿, but no product non-conformances or labeling deficiencies were identified. No corrective/preventative actions are required.